Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was prophylactically explanted due to the advisory affecting this model. This coronary sinus implantable lead was removed from service due to failure to maintain position. The lead was returned and archived without analysis, as it was returned due to a non-complaint. The device was returned for analysis. The crt-d was retrieved from archive for further investigation. The titanium casing was opened. Initial laboratory testing identified current leakage in a capacitor that was beyond this component's design specification.